Manufacturer narrative:
During the investigation for the hollow reaming tube for linked complaint (B)(4), it was determined part of the broken screw for this complaint was also returned on august 01, 2016. A product investigation was completed: one screw fragment was received stuck into a hollow reaming tube (part 309.038, lot 9007688). It is unknown how or when the screw broke. Since the fragment is still stuck into hollow reamer, the part number cannot be determined; also a visual inspection was unable to determine if the fragment is from a depuy synthes device. The complaint condition of a broken screw is confirmed. A device history record review was unable to be performed on the fragment since the part/lot numbers are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown cortex screw. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. The complainant part is not expected to be returned for manufacturer review/investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event contained within this report is based upon a maude received with user facility report number (B)(4). The information provided within the manufacturer's report will include only new and/or updated information that has been obtained pertaining to the event. It was reported that a broken screw was explanted during a hardware removal procedure with revision to a total ankle arthroplasty (left) on (B)(6) 2016. The original procedure to repair a distal tibia fracture was performed on (B)(6) 2004. The hardware removal included the explantation of one (1) unknown plate and an unknown number of cortex screws. Of the removed hardware, one (1) cortex screw was identified as broken. It is unknown when the broken screw was identified. During its removal, the screw became embedded in a spare reamer tube. The revision procedure was ultimately completed successfully. This complaint will address the reason for revision (broken screw) only. The intraoperative event involving the reamer tube will be captured in and reported under (B)(4). Concomitant devices reported: plate (part/lot numbers: unknown / quantity: 1) and cortical screws (part/lot numbers: unknown / quantity: unknown). This report is for one (1) unknown cortex screw. This report is 1 of 1 for (B)(4).